Manufacturer narrative:
This device was used for treatment, not diagnosis. Ateschrang, a., et. Al., (2013), exchange reamed nailing compared to augmentation compression plating leaving the inserted nail in situ in the treatment of aseptic tibial non-union: a two-centre study, the central european journal of medicine, 125, 244-253. This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: ateschrang, a., et. Al., (2013), exchange reamed nailing compared to augmentation compression plating leaving the inserted nail in situ in the treatment of aseptic tibial non-union: a two-centre study, the central european journal of medicine, 125, 244-253. Forty-eight patients with aseptic hypertrophic diaphyseal tibial non-union treated previously by un-reamed nailing were included retrospectively in this two-centre study. Group a consisted of 25 patients with exchange reamed nailing (ern) and group b of 23 patients with augmentation compression plating (acp) leaving the underlying un-reamed nail in situ. Patients received a synthes tibial nail or a competitor's nail. In addition, some of the patients will also receive limited contact dynamic compression plate (lcdc-plate). The range of follow up happened between 2 to 7.5 years. There were 11 women and 14 men in group a and 11 women and 12 men in group b. The range of age for group a was 25 to 71 years and in group b it was 21 to 68 years. Co-morbidities include diabetes and cardiovascular hypertension. Union was achieved in 24 out of 25 cases in group a and 22 out of 23 cases in group b. A nonunion is reported for a (B)(6) man from group a. This is report 1 of 3 for (B)(4). This report is for an unknown nail.

Manufacturer narrative:
Intial date was provided as jan 18, 2015 and is corrected to jan 18, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.